Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000106682.

Event description:
It was reported that following a few falls patient experienced loss of stimulation. Diagnostics indicated patient's left octrode lead had high impedances. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated a4 - patient weight. Updated d10 - concomitant medical products and therapy dates- anchor information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the impeded lead was explanted and replaced to address the issue.